Event description:
It was reported that during a sleeve gastrectomy procedure, the echelon 3000 after the 4th firing and after being retracted from the trocar, the jaws did not fully open even after pressing on the clamp release button. Changed to a new one to complete the procedure successfully. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2025. D4: batch #unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No, there was no tissues between the jaws. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9844m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.